Event description:
Customer reported an infection at her insulin infusion site that required professional medical treatment. (B)(6) 2014: customer noticed at the puncture area (between her right hip and back side) an inflammation, redness, swelling, abscess. (B)(6) 2014: customer went to her doctor and received antibiotic treatment (elobact, from (B)(6) 2014). (B)(6) 2014: customer went to a surgeon and was given antibiotic treatment again. (B)(6) 2014: customer underwent surgical opening of the abscess. Alleged product requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.